Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip tip syringe with the bd precisionglide¿ needle packaging seal was not tight and the needle fell off inside the packaging , compromising its sterility. This occurred with 45 units before use. The following information was provided by the initial reporter: "the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off. Incident use : before use"

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. H6: investigation summary one photo and 44 samples with unopened packaging were received by our quality team for evaluation. From the returned photo, the team observed some syringes with package and one piece without package inside the carton box. The team observed one of the unit package top web printings was partially missing due to package overcut. The returned samples were subjected to visual inspection. The team observed nine of forty-four samples with package overcut. The overcut is observed on every 2nd unit of blister and caused the unit package to be open without sealing. The syringe can easily fall off from the package. A device history record review found no similar defects during in-process inspection and qa outgoing inspection and no quality notifications in the past 12 months on similar non-conformances. The machine history records indicated that the primary packaging perforation holder screw had worn off and was unable to hold the knife / blade in place. The perforation holder and screws were replaced. The package overcut could have led to the unit package opening with partial sealing or without sealing. The team has investigated different sections of machine and matched a potential area which could lead to the reported defects. There are perforation knives located at the primary packaging machine, which are used to perforate the packed syringe into blister units. The perforation knife holder holds the perforation knife / blade at the station location in order to ensure even blister unit cuts and fulfill the sealing requirements. It was reported that the production technician detected perforation overcut during the production run. The root cause is due to the perforation holder screw wearing off and it being unable to hold the knife / blade in place. This has eventually caused the package overcut. The production technician has replaced the perforation holder and screws. The complaint samples could be escapees as a result of poor containment. The primary packaging yearly preventative maintenance checklist has been updated to include checking the condition of the perforation knife holder, changing, and replacing if required. A new form has been created to improve the backtracking process and the reported lot was produced before the new form had been released. This incident has been added to our database of reported incidents. H3 other text : see section h10.

Event description:
It was reported that the bd slip tip syringe with the bd precisionglide¿ needle packaging seal was not tight and the needle fell off inside the packaging , compromising its sterility. This occurred with 45 units before use. The following information was provided by the initial reporter: "the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off. Incident use : before use."